Event description:
No blood glucose levels were provided. The customer reported that the insulin pump had a couple of cracks on the screen making it difficult for the customer to read. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No crack was noted on the screen during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)